Manufacturer narrative:
The samples are plasma. Qc and calibrations were acceptable. A bci field service engineer (fse) visited the site on (B)(6) 2010 and replaced several hardware components including sample collar wash and t-valves. The fse performed a 20 replicate precision and qc. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low and erratic cartridge chemistry results generated by unicel dxc 600 synchron chemistry analyzer. The results were not reported out of the laboratory and are shown. There was no effect to patient or user.